Event description:
The site reported mild catheter induced vasospasm with probable relationship to the study device (penumbra system) and definite relationship to the angiographic procedure. It resolved and reported as not serious. In addition, the patient suffered a ph2 post-treatment hemorrhage which was noted on follow-up imaging with an uncertain relationship to both the study device (penumbra system) and angiographic procedure. It resolved and was reported as a serious adverse event.

Manufacturer narrative:
Conclusion: vessel spasm and hemorrhage are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information about this event came from review of procedural information during data collection for the penumbra (B)(4). The procedural information did not give specific device information and only specified the penumbra system as the "study device" possibly related to the event.